Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.

Event description:
It was reported that the arctic sun device was failed calibration for an error 80. It was determined that the device had a failed mixing pump. They requested quote for 2000-hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. T4 would not drop. Test mixing pump installed to allow the device to fill properly. Serviced mixing pump. Front right caster received separated from the unit. Performed pm procedure. Remove all 4 casters, applied lock-tite to threaded stems, re-assemble casters to unit and tighten to specs. Serviced circulation pump. Replaced heater, manifold o-rings, drain valves, tank tubing, coin cells. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failed calibration for an error 80. It was determined that the device had a failed mixing pump. They requested quote for 2000-hour service. Per sample evaluation results received on 23oct2024, it was reported that front right caster received separated from the unit.